Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a combined hysterectomy and prolapse surgery procedure on an unk date for slight incontinence. She has since undergone seven reconstructive operations including plastic surgery to repair scar tissue. The pt experienced excruciating pain in the weeks immediately after the initial procedure which masked other symptoms which she is still experiencing. The pt struggled to urinate because of the severe pain and also suffered back pain. She took painkillers and other anti-inflammatory medication almost daily, in addition to laxatives.